Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an undetermined service code. This condition had the potential to interrupt delivery. This condition was found in the patient's home. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an undetermined service code was confirmed and duplicated with service finding a failure code f-94. The root cause of this condition was determined to be a depleted/defective main battery. The main battery was replaced to correct this condition. The device configuration option settings were reset to the default values. Should additional information be received, a follow-up medwatch will be submitted.